Event description:
A company rep reported the pt was having an issue with the buttons on his insulin infusion device. On follow up with the pt, the pt stated he was having elevated blood glucose readings between 400 and 500 mg/dl with his normal range being 80-180 mg/dl. He said he did not notice that the up/down buttons on his device were not properly functioning, so he was not always getting the boluses he thought he was giving himself. He stated he finally realized the buttons were not properly responding and switched to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.